Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
In the study, "predictive hyperglycemia and hypoglycemia minimization: in-home double-blind randomized controlled evaluation in children and young adolescents in USA", twenty-eight participants 6 to 14 years old with type 1 diabetes used the predictive hyperglycemia and hypoglycemia modes on their insulin pumps for 42 nights. The primary outcome was percentage of time in sensor-measured range 70 to 180 mg/dl in the overnight period. It was concluded that the predictive features effectively optimized overnight glycemic control; however, 1 participant had prolonged interruption of insulin delivery and associated hyperglycemia after failing to follow manufacturer¿s instructions when inserting a new cartridge. Another participant experienced unintended automated insulin delivery leading to hypoglycemia (51 mg/dl) that required carbohydrate rescue but did not meet study criteria for severe hypoglycemia. The apparent cause was corruption of a wireless bolus command due to electromagnetic interference. The device delivered a 6.4 unit bolus rather than the intended 0.075 units. Troubleshooting did not occur. No products were returned for analysis as a result of this study.